Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 462 mg/dl. The customer was at work and had passed out. They were treated with manual injections and intravenous therapy. It was unknown if they were on auto-mode. The device will not be returned for analysis.